Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 the patient reported ¿they had a hard time getting all the medication out¿. The patient then clarified stating ¿first they didn't get enough out but then got out too much medication". Per the patient, the doctor ordered medication for a 40cc pump, but the patient had a 20cc pump. No further patient complications have been reported as a result of this event.